Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: h2 correction should have been selected.

Manufacturer narrative:
Correction: h6 investigation conclusion. It was reported to abbott a patient was unable to pair with their ipg. Pairing to the ipg with the patient controller was attempted but the ipg never displayed in the "select a generator" list. The patient underwent surgery on the (B)(6) 2024 to reposition the battery originally implanted. It was afterwards which seems to be when the battery stopped connecting. Despite trouble shooting efforts and using two oet tools, the rep could not recover the ipg. The patient had a successful replacement (B)(6) 2025. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported, that due to an unrelated surgical procedure wherein the ipg was not placed into surgery mode the ipg was no longer able to communicate with external devices. Troubleshooting attempts to recover the ipg have been unsuccessful. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
This event was unrelated to the device entering the service application state. The device entered MRI mode and was unable to exit. Additional information was received confirming an abbott representative met with the patient and was unable to successfully disable the patient¿s ipg from MRI mode using an orion exit tool (oet). As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Corrected data: b5 - the event reported is related to the patients inability to exit MRI mode, not the ipg entering the service app state following a procedure.